Event description:
It was reported that a flogard infusion pump experienced a downstream occlusion alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site and visually inspected. The reported condition of a downstream occlusion was confirmed in the alarm history review. The cause of the reported condition was due to a downstream occlusion sensor being out of calibration and a damaged safety clamp shim. To resolve the issue the occlusion sensor was calibrated and the safety shim was replaced. If any additional relevant information is received, a follow up MDR will be sent.